Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. A device history records review has been requested.

Event description:
Pt with previous alif at levels l2-l5, and previous fusion at levels t8-l5 dates unknown, returned to operating room for revision and alif at l5-s1 due to kyphotic adjacent level disease. The surgeon inserted 2 temporary fixation pins into the plate to lag it to the bone. One of the temporary fixations pins broke off at bone level when the surgeon removed it. The second pin was removed with no problem. The surgeon was unable to retrieve the broken pin fragment from the bone with the screw removal kit and the fragment remains in the pt's bone. The surgeon then placed 3 of the 4 permanent screws into the bone, but could not get the 4th screw in place due to the remaining fragment. It was noted that the bone density of l5 was much harder than usual in the area where the pin broke. The surgeon removed the entire posterior construct from t8-l5. The removed construct was another manufacturer's product. Pt was revised to synthes matrix system at levels t4-s1.